Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the evaluation of the images provided, the placement of four overlapping stents in the popliteal artery and sfa from distal to proximal can be confirmed. The third stent was found to be twisted. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, no issues were reported during initial stent placement. As reported, the lesion had been pre and post-dilated. On the basis of the information available and the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. The IFU also states: "post stent expansion with a pta catheter is recommended." And "pre-dilation of the lesion should be performed by using standard techniques." Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that four stents had been placed in overlap in the proximal popliteal / superficial femoral artery in (B)(6) 2016. The third stent placed (from distal view) was found to be twisted three weeks post implantation. The vessel was found to be thrombotic and a treatment with additional stents was not possible after lysis because the guide wire could not be advanced through the stents. The patient was admitted to surgery for a bypass procedure. Reportedly, the patient recovered from surgery without sequelae. This concerns the same patient as reported in medwatch report # 9681442-2016-00165 and # 9681442-2016-00167.